Event description:
Reportable based on device analysis completed on 22apr2025. It was reported that the stent could not be deployed. The 88% stenosed target lesion was located in the severely tortuous and moderately calcified right subclavian opening. An 8.0x30x135cm express ld vascular stent was selected for treatment. During the procedure, it was noted that the stent could not be deployed normally after being delivered in place. The procedure was completed with another of the same device. There were no patient complications as a result of this event. However, device analysis revealed the stent to have been partially dilated and displaced proximally on to the shaft of the balloon catheter.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the device was returned to our post market quality assurance laboratory. A visual examination found the stent to have been partially dilated and displaced proximally on to the shaft of the balloon catheter. A visual examination identified that the balloon had been inflated. No issues were noted with the balloon material. A visual and tactile examination identified no damage or issues with the shaft and tip of the device. This concludes the product analysis.